Event description:
Spontaneous communication from patient to report side effects due to leaking tubing that he suspects began friday and was not identified/changed until saturday. Patient felt light headed and was having heart palpitations. Emergency medical services were called saturday and ran diagnostics which were within range. Patient changed tubing and has since felt better, date symptoms resolved was not provided. No additional information provided at this time. Reminded patient to call pharmacy as well if experiencing side effects or pump issues. Unknown lot and expiration date for tubing. Pump return tracking information is not applicable to event photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Ambulance was called to pts home for side effects. Is the actual product available for investigation? No; did we [MFR] replace the product? No; did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.